Event description:
An rn contacted the pulmonary technician regarding a ventilator alarm. The technician entered the room and found the ventilator was alarming. He could not see the alarm at first, but saw a message on the screen in a small window in the right hand corner of the screen. The technician checked all cords in the back, pushing them in tight and the ventilator remained on battery power. He tried different power outlets to no avail. He then called the super user who told him to jiggle the power cord side to side until he could hear a click. The ventilator made a few clicking sounds and returned to ac power. The concern is that the ventilator could go to battery back up just by someone moving the ventilator. He thinks the power cords need to be more secure and the battery alert display on the screen should be more prominent.======================health professional's impression======================there was no adverse event, but could have been.